Event description:
Heating pad was being laid on when complainant noticed it was getting unusually hot, and then noticed that it had burned a pillow case. No injury was reported with this incident.

Manufacturer narrative:
Laying on the heating pad is abuse of the product and a direct violation of the instructions provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.